Event description:
The following has been reported: customer reported: "chemo spill and damaged tubing from ssm's cancer care centers (resulting in nurse exposure of biohazardous material, unknown harm)". Nursing staff reported that the tubing disconnected or broke at or near the cassette or secondary connection, causing leakage of hazardous medication and nurse exposure risk. The spill occurred chairside while responding to a pump alarm and required stopping the infusion and initiating hazardous drug cleanup procedures. At the time of reporting, patient harm was not confirmed, though exposure risk to staff and delays in care were noted. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: administration set breaks (any part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.